Manufacturer narrative:
The patient did not fuse and was revised with another pyrenees plate. The explanted plate was not returned for analysis. X-rays were reviewed and a general review of all manufacturing and inspection records was performed and no contributing information was found. The cause of the fracture was determined to likely be due to the pseudoarthrosis. The surgeon reportedly used depuy vg2 allograft, which may have contributed to pseudoarthrosis. The plates are intended to serve as an adjunct to fusion and one year is a sufficient enough time for fusion to have occurred. In the absence of same, a fracture could result. Report just filed as details of the event were still being confirmed.

Event description:
Pyrenees plate broke approximately one year post-operatively in a patient with a vg2 allograft. Patient initially did not warrant revision, but was eventually revised due to a pseudoarthrosis.